Event description:
It was reported the device will charge while turned on, will not charge when turned off. Devices were just upgraded to 1.6.5. Patient involvement is unknown.

Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of file (B)(6), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-12226 is no longer considered reportable, please disregard any reports associated with it.h7,h9: it was determined that the previously reported recall, z-1271-2022, does not apply to this device.